Manufacturer narrative:
An event regarding crack/fracture involving an accolade broach was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. Visual inspection of the returned device shows that it was fractured at the trunnion. Material analysis engineer indicated that: "fracture consistent with an overload condition." -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been 01 other event for the lot referenced. Conclusions: the event was confirmed as per visual inspection of the returned device which shows that device was fractured at the trunnion. The returned device was consulted with material analysis engineer who indicated that fracture consistent with an overload condition no further investigation is possible at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Connection between rasp and rasp handle broke. Complex removement of the rasp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Connection between rasp and rasp handle broke. Complex removement of the rasp.